Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a foreign particle found in the tubing of a vented high-volume inlet. The issue was observed before use. There was no patient involvement.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed on the photo which observed the inlet within its pouch, with a black particulate appearing to be on the tubing, possibly in the fluid path. Due to the nature of the sample no further testing could be performed. Based on the photo, the reported condition was verified. The cause of the condition was determined to be a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.